Manufacturer narrative:
Distributor performed evaluation and repair.

Event description:
It was reported by the distributor that the power cord was cut/damaged, potentially resulting in exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.